Event description:
Surgeon was placing a 6.5x40mm screw into the l5 pedicle and the screwdriver was bending at an extreme angle. It snapped in half before the screw was placed into its final position. No adverse consequences to the patient were reported.

Event description:
Surgeon was placing a 6.5x40mm screw into the l5 pedicle and the screwdriver was bending at an extreme angle. It snapped in half before the screw was placed into its final position. No adverse consequences to the patient were reported.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The material analysis found shaft was to have fractured at the chamfer area in the smallest diameter section in a mixed mode of cleavage and ductile due to an applied bending load. The elemental constituents were consistent with what is specified on the drawing. The chamfer was observed to not be a sharp corner and is not determined to be the root cause of this fracture. The observed microhardness is not believed to have caused the fracture as the hardness is within the range specified on the guidance document. It was reported that the screwdriver was at an extreme angle in order to work around the thick muscle and fat of the patient. The most likely root cause is the driver fractured due to the bending force applied to it due to the angle of the screw caused by the patient's body type.